Manufacturer narrative:
(B)(4).

Event description:
During a regular follow-up performed on (B)(6) 2017, ventricular oversensing was reportedly observed in the data recorded in device memory. No other anomaly was observed regarding the ventricular threshold and the ventricular lead impedance. On the measurement curve of the r-wave amplitude, a significant decrease from 15 mv to around 3 mv was observed between the end of (B)(6) 2017 and the beginning of (B)(6) 2017. Additionally, prior to that significant change, low r-wave amplitude values were intermittently recorded. Although the patient had av blocks, she had no symptoms. It was decided to monitor the patient for one month, and he patient returned home. During the follow-up performed on 8 may 2017, ventricular oversensing was observed again in the data recorded in device memory. A real-time egm check confirmed the occurrence of noise oversensing when the patient was moving her arm or flexing her muscles. On chest x-ray, no damage was identified on the ventricular lead. As the possibility of fracture of the ventricular lead was suspected, it was decided to implant a new ventricular lead. The replacement procedure was performed on (B)(6) 2017. With a temporary pacing system applied to the patient, the pacemaker was taken out of the pacemaker pocket. A lead pull test confirmed a secure connection between the pacemaker and the ventricular lead. Reportedly, with the programming head placed on the pacemaker over a sterile cover, it was observed that noise oversensing was not reproduced when moving the ventricular lead in the area near the lead connector, or when bending and straightening the proximal part of the ventricular lead in the area exposed in the pacemaker pocket. Under fluoroscopy, the ventricular lead appeared slimmer in the area around 5 cm from the proximal end; however, no damage was conclusively identified. Then, the ventricular lead was disconnected from the pacemaker and tested by a pacing system analyzer: normal lead measurements were obtained and no noise was observed. With the cause of the noise oversensing unidentified, the use of the pacemaker and the ventricular lead was discontinued. After a new ventricular lead was implanted from the same side and connected to a new pacemaker along with the existing atrial lead, the replacement procedure was completed. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Preliminary analysis showed that the device works normally after reception without any problem. The possible root cause that can explain the reported event would be a lead issue.

Event description:
During a regular follow-up performed on 24 april 2017, ventricular oversensing was reportedly observed in the data recorded in device memory. No other anomaly was observed regarding the ventricular threshold and the ventricular lead impedance. On the measurement curve of the r-wave amplitude, a significant decrease from 15 mv to around 3 mv was observed between the end of (B)(4) 2017 and the beginning of (B)(4) 2017. Additionally, prior to that significant change, low r-wave amplitude values were intermittently recorded. Although the patient had av blocks, she had no symptoms. It was decided to monitor the patient for one month, and he patient returned home. During the follow-up performed on (B)(6) 2017, ventricular oversensing was observed again in the data recorded in device memory. A real-time egm check confirmed the occurrence of noise oversensing when the patient was moving her arm or flexing her muscles. On chest x-ray, no damage was identified on the ventricular lead. As the possibility of fracture of the ventricular lead was suspected, it was decided to implant a new ventricular lead. The replacement procedure was performed on (B)(6) 2017. With a temporary pacing system applied to the patient, the pacemaker was taken out of the pacemaker pocket. A lead pull test confirmed a secure connection between the pacemaker and the ventricular lead. Reportedly, with the programming head placed on the pacemaker over a sterile cover, it was observed that noise oversensing was not reproduced when moving the ventricular lead in the area near the lead connector, or when bending and straightening the proximal part of the ventricular lead in the area exposed in the pacemaker pocket. Under fluoroscopy, the ventricular lead appeared slimmer in the area around 5 cm from the proximal end; however, no damage was conclusively identified. Then, the ventricular lead was disconnected from the pacemaker and tested by a pacing system analyzer: normal lead measurements were obtained and no noise was observed. With the cause of the noise oversensing unidentified, the use of the pacemaker and the ventricular lead was discontinued. After a new ventricular lead was implanted from the same side and connected to a new pacemaker along with the existing atrial lead, the replacement procedure was completed. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a regular follow-up performed on (B)(6) 2017, ventricular oversensing was reportedly observed in the data recorded in device memory. No other anomaly was observed regarding the ventricular threshold and the ventricular lead impedance. On the measurement curve of the r-wave amplitude, a significant decrease from 15 mv to around 3 mv was observed between the end of (B)(6) 2017 and the beginning of (B)(6) 2017. Additionally, prior to that significant change, low r-wave amplitude values were intermittently recorded. Although the patient had av blocks, she had no symptoms. It was decided to monitor the patient for one month, and he patient returned home. During the follow-up performed on (B)(6) 2017, ventricular oversensing was observed again in the data recorded in device memory. A real-time egm check confirmed the occurrence of noise oversensing when the patient was moving her arm or flexing her muscles. On chest x-ray, no damage was identified on the ventricular lead. As the possibility of fracture of the ventricular lead was suspected, it was decided to implant a new ventricular lead. The replacement procedure was performed on (B)(6) 2017. With a temporary pacing system applied to the patient, the pacemaker was taken out of the pacemaker pocket. A lead pull test confirmed a secure connection between the pacemaker and the ventricular lead. Reportedly, with the programming head placed on the pacemaker over a sterile cover, it was observed that noise oversensing was not reproduced when moving the ventricular lead in the area near the lead connector, or when bending and straightening the proximal part of the ventricular lead in the area exposed in the pacemaker pocket. Under fluoroscopy, the ventricular lead appeared slimmer in the area around 5 cm from the proximal end; however, no damage was conclusively identified. Then, the ventricular lead was disconnected from the pacemaker and tested by a pacing system analyzer: normal lead measurements were obtained and no noise was observed. With the cause of the noise oversensing unidentified, the use of the pacemaker and the ventricular lead was discontinued. After a new ventricular lead was implanted from the same side and connected to a new pacemaker along with the existing atrial lead, the replacement procedure was completed. The subject pacemaker will be returned for analysis.